Event description:
It was reported that prior to an endovascular aneurysm repair (evar) procedure, the suture of a proglide device was attempted to be placed in the mildly calcified left common femoral artery using the preclose technique. Reportedly, the device would not backload over the guide wire. The sutures of two proglide devices were successfully placed using the preclose technique. The arteriotomy was 12f. The sheath was upsized to 18f for the evar procedure. After the completion of the evar procedure the two successfully preplaced sutures achieved hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was reported.

Manufacturer narrative:
(B)(4). The device was used in the mildly calcified left common femoral artery access site: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty to insert the guide wire was not confirmed. The returned device was successfully backloaded over a proxy 0.035 inch guide wire. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of difficulty to insert guide wire reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.